Event description:
It was reported that the patient received multiple shocks and there was high lead impedence. To avoid further shocks until the patient could be evaluated at his home hospital, detections were turned off at the family's request. Further evaluation revealed inappropriate therapy due to noise, and an apparent lead fracture. The lead was explanted, and no further patient complications have been reported as a result of this event.